Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that patient was experiencing pain at the implant site after significant weight loss. As a result, surgical intervention was undertaken on 12feb2026 wherein device was removed to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.